Manufacturer narrative:
B5 - on (B)(6) 2023 the lens was repositioned. This resolved the problem. The reporter marked the cause of the event as "unknown". No injury reported. Status of the eye is "all fine". Additional information provided "patient is happy". Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -04.50/+0.5/109 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The lens was reported as lens rotation not associated to a low vault and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).